Event description:
It was reported by service report that the cylinder was stuck and would not allow the fowler section to move. Pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler.